Manufacturer narrative:
One biomet hex driver and one osseotite implant with a transfer mount were returned for inspection. The driver shows signs of wear indicative of use about the body, and is confirmed to be fractured at the tip. The implant shows few signs of use, and the fractured piece of the driver is bound inside the mount screw hex. Returned devices were examined visually. The lot number of the hex driver was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The doctor reports a hex driver fractured while attempting to remove the implant placement tool (implant mount), the implant was removed the implant and replaced with another one from stock.